Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 was failed. The field service engineer replaced the magnet which had fallen out from the latch and also replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that the auxiliary drawer 6 was not able to open and failed to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.